Event description:
It was reported that the ar-8500fos burr hood is bending into the flutes in the device while doing an acromioplasty. Rpm¿s were 8000 in reverse. Both surgeons stated that they were levering on it moderately, but no different than normal. The rep reported the hood was folding into the flutes, and all pieces of the device remained intact. The issue has occurred six times in the past month. The cases were completed by using new burrs. The rep stated they can only confirm the product lot number for one incident.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.